Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument failed the electrical continuity test. There is no obvious damage to the conductor wires at the yaw pulley nor at the proximal end inside of the waterfall pulleys. The root cause is not determinable/applicable. Additional findings not reported by site: the instrument was found to have thermal damage on the yaw pulley. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was observed to not have coagulated. Before changing the instrument, the connections were checked, the generator was turned off and the wire was changed. A backup instrument of the same kind was used, and the procedure was completed with no reported injury.